Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt stated when ending the treatment and removing the tubing set there was fluid in the cycler. Pt reports no ill effects or antibiotics taken. There is a sample available for evaluation.